Event description:
It was reported that the microcatheter was fractured. A 135/10 renegade hi-flo kit was selected for use on the liver. During the procedure, when the physician used the microcatheter to follow-up, he noticed that it was not smooth. There was resistance tracking through the anatomy. After withdrawing, it was noted that the outer layer of the microcatheter was fractured. The device was completely removed from the patient's body without intervention and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the microcatheter was fractured. A 135/10 renegade hi-flo kit was selected for use on the liver. During the procedure, when the physician used the microcatheter to follow-up, he noticed that it was not smooth. There was resistance tracking through the anatomy. After withdrawing, it was noted that the outer layer of the microcatheter was fractured. The device was completely removed from the patient's body without intervention and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed the outer shaft had fractured 45cm from the strain relief, with the inner shaft stretched for 8.7cm, and there were numerous kinks in the shaft. Inspection of the rest of the device found no other damage or defect. The device could not be functionally tested, as the device was too damaged to properly test. No other issues were identified during the product analysis.